Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was found to be partially fired. The reload was loaded into a representative instrument from for functional testing. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Functionally, the reload interlock was tested and found to function properly. It was reported that the staples released prematurely from the device. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, while loading it was found that the reload already pre-fired. There was no patient involvement.